Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door he found fluid leaking from a rip in the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported his effluent was clear. He was not reported to have been prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.